Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Do not push the deployment slider twice or the second implant will deploy prematurely. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery t1 and t2 deployed together. Unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported.